Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29july2019. During troubleshooting, debris was discovered in the exhalation port orifice. The debris was removed from the exhalation port orifice. Issue with unit not going into stand-by was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit would not go into stand-by in clinical mode. It was reported that there was no patient involvement.